Manufacturer narrative:
Device received not deployed with the slide insert not visible in the viewing window and the linkage assembly positioned in the not fired position. Data downloaded from the device indicates it ran 55 pulses, completing the priming sequence. Toward the end of the run, it is evident that the hook talons began to slip and did not detent the ratchet gear. This prevented the ratchet gear from advancing far enough during the priming sequence where the firing flat would allow for the release bar to drop deploy the cannula assembly. The device was reset and paired with a pdm. It was noted that the ratchet gear would not detent despite the hook talons actuating. This resulted in a drive stall alarm. Inspection of the drive mechanism found no damages or defects that would result in the hook talons failing to detent the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level of 190 mg/dl.